Manufacturer narrative:
Getinge became aware of an issue with blue light. According to photographic evidence provided, the labelling peeling from the device occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the event as the label shouldn¿t peel off. In the time when the issue occurred, the device was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. The most likely root cause of the tear of label is an impact with another device or due to an excessive pressure during the cleaning of the product. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. H3 other text : device not returned to manufacturer

Event description:
On 29th december, 2020 getinge became aware of an issue with blue light. According to photographic evidence provided, the labelling peeling from the device occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.